Event description:
Information received from the field notes that the patient presented post cardioversion and post ablation in back-up operation. A configuration error was displayed during the automated download. A software download was also unsuccess- ful. The device was also at eri. The patient was not pacemaker dependent.